Manufacturer narrative:
(B)(4). Device code changed from peeled to bent wire. The device was returned to the factory for evaluation. Signs of clinical usage and specs of blood were observed. Tissue and char buildup was observed on the jaws. A visual inspection was conducted. The heater wire was detached at the tip of the hot jaw. The heater remained attached at the base of the jaw. Based on the returned condition of the device the reported complaint was confirmed for the reported failure "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had the element become dislodged. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had the element become dislodged. The hospital did not report any patient effects.